Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was unknown at the time of the incident. It was reported that the customer saw a red x on the display. The insulin pump was neither dropped nor bumped. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor.